Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and the first clip out of position in the channel. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load since the feeder was to the side of the clip. The device was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The tab at the proximal end of the feeder was bent and scrape marks were observed on the inside of the yoke. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. The scrape marks on the inside of the yoke and the bent tab on the feeder are indications that the feeder spring bound up internally in the yoke. This shortened the overall stroke of the feeder which prevented the clips from loading properly into the jaws. The feeder spring binding up in the yoke also caused the clip stack. It could not be determined exactly how or what caused the feeder spring to bind up in the yoke. CAPA 40010983 has been previously opened to further investigate feeding and loading issues. Reference file anp1900073167 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The feeder spring binding up in the yoke prevented the clips from loading properly into the jaws. It could not be determined exactly how or what caused the feeder spring to bind up in the yoke. A CAPA has been previously opened to further investigate feeding and loading issues. The reported complaint of "jamming" was confirmed based upon the sample received. Upon functional inspection, the clips were unable to load properly. The sample was disassembled and there were indications of the feeder spring binding up in the yoke. This shortened the overall stroke of the feeder and prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or what caused the feeder spring to bind up in the yoke. A CAPA has been previously opened to further investigate feeding and loading issues.

Event description:
It was reported that the device jammed while in use. Clips not moving and stuck in shaft.

Manufacturer narrative:
(B)(4). The device history for the product auto endo5 ml lot #73e1900524 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device jammed while in use. Clips not moving and stuck in shaft.